Event description:
It was reported when using the bd pyxis medstation system displayed a ghost failure error, which hindered users from accessing medications. The customer utilized an alternative station to get the required medication for patients and there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrections and or additional information has been added to the following sections: d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-dec-2022 to 04- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had exhibited a ghost failure error. A field service engineer assisted the installation analyst in swapping solid state drives as the current one failed during the top swap to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis medstation system displayed a ghost failure error, which hindered users from accessing medications. The customer utilized an alternative station to get the required medication for patients and there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had exhibited a ghost failure error. A field service engineer assisted the installation analyst in swapping solid state drives as the current one failed during the top swap to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.